Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number:5056172/5056213; model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the right cervical lead migrated. The patient underwent a revision procedure wherein an additional lead was implanted. The patient was doing well postoperatively.